Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Manufacturer is aware of the issue which is under investigation (CAPA (B)(4)).

Event description:
Caller indicated the relion prime strips were producing low readings. Caller stated this pack of strips only reads lo - does not give number - used new strips and they work just fine - did test with (B)(6) read lo. Replaced product.